Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that upon insertion of the PICC catheter, the introducer presented rupture during the procedure and could not be concluded resulting in loss of the catheter.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath is confirmed but the exact cause could not be determined from the photo samples provided. Three photo samples of an excaliber introducer were returned for investigation. The first photo sample showed a split in the sheath prior to the distal end of the needle. The sheath appears to be present below the needle distal to the split. The split characteristics cannot be clearly seen through the photo sample provided. The second and third photo show another angle of the introducer needle. The sheath is shown angled away from the needle in both photos. Based on the photo samples provided, possible contributing factors include retraction and advancement of the introducer needle through the sheath and advancement against resistance. Since the sheath was observed to be damage in the photo samples returned, the complaint is confirmed but the exact cause could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that upon insertion of the PICC catheter, the introducer presented rupture during the procedure and could not be concluded resulting in loss of the catheter.